Manufacturer narrative:
Engineering analysis: the complaint details provided indicate that the crimped stent came off the balloon while introducing the stent through the introducer sheath. The stent upon inspection was still between the ro marker bands but was loose. The crimped stent diameter was measured at the proximal end and measured 2.14mm. This diameter is indicative of the other stents measured during the final lot qualification testing where 59 samples were measured for crimped stent diameter. The balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, (when the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon. The impressions indicate if the stent was properly crimped.) The impressions were clearly visible indicating that the stent was properly crimped by manufacturing. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that the two lots of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All samples passed through the introducer sheath without any stent dislodgments. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or the lot of the stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician tried to introduce the stent into the 7fr ansel sheath and the stent was dislodged on entry. The clinician stated that the stent was possibly squeezed while sitting within a larger 20 fr sheath. The stent was recovered. No harm came to the patient.